Event description:
The physicians placed the stent from right bronchium extended to the trachea to open the stenosis of airway by infiltration. Sometime after placement a wire from the stent bent and one was broken perforating the trachea. No intervention has been attempted at this time and pt has been discharged from hosp. Co can advise the pt underwent a bronchoscopy after stent was placed. It is felt this may have contributed to the reported occurrence.